Event description:
The ipp device was removed from the pt. Reason not indicated. Another device was implanted. Co has requested add'l info. Add'l lot no: bj563 010, bn743 005. Add'l serno: bj563 010, bn743 005.